Event description:
A blocker cat # 013000 was separated from an issys pedicle screw cat # 0165xx (06.5mm, unknown length). This was observed by the surgeon at three months follow-up. The patient is asymptomatic with intact fusion. The surgeon is not intervening and there were no outcomes attributed to the event.

Manufacturer narrative:
After speaking with the surgeon, there is no conclusion to the cause of the problem. It may be a suspected implant malfunction or it could be due to user error. The other 7 blockers 013000 used in the surgery had no failures so the instrumentation appears to be working as intended except for the single disassembled blocker. The product was not returned and the exact sizes and lot numbers were not noted by the user. Only x-ray evaluation was possible. This is the first occurance of this type of event.